Event description:
In late 2008, the sales rep reported that during surgery the surgeon was implanting a closure top and stripped the threading. Additional info received three days later, the sales rep reported that during a 4 level lumbar fusion surgery on l2-s1 the surgeon was implanting the closure top when the first three threads on one side of the closure top sheared off. The surgeon then explanted the closure top and retrieved the threads from the tulip head, and implanted another closure top without any difficulty. There was no delay in surgery.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.